Event description:
It was reported that the patient originally had surgery on (B)(6) 2014 for t3-12 posterior fusion with a t7-8 custo vertebrectomy (xrl). The patient presented back in (B)(6) with prominent hardware noticeable upon visible exam. X-rays showed one viper mis single inner set screw at t12 on left had popped off and two viper mis single inner set screws at t11 & t10 had also loosened. Revision surgery was performed to remove a concomitant device rod and place new set screws. The following mfg. Medwatch reports are being filed for the three viper mis single inner set screws that were involved in this event: 1526439-2014-11839, 1526439-2014-11840, 1526439-2014-11841.

Manufacturer narrative:
The set screw was discarded by the customer and is not available for evaluation. A review of the device history record cannot be conducted as the lot code is unknown. A twelve month complaint trend analysis was performed for the set screw and no systemic trend was identified as a result of the analysis. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.